Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed welts under the lifevest equipment. The patient described the area as welts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone f cream for the welts. Follow up indicated that the welts improved